Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-jan-2023. H6: investigation summary: two samples along with one photo were provided to our quality team for investigation. Through visual inspection, it was observed the tip was not properly molded. The fluid path of the syringe is obstructed by plastic and flashes of plastic are found within the tip. A device history review was performed for reported lot 2108112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed for the reported lot and no issues were found. While we cannot identify a direct issue, it was determined the root cause of this incident is likely related to the pin that shapes the tip during the molding process. If this piece breaks or is damaged, it can create defects such as the one observed in the samples provided.

Event description:
It was reported that the tip of the bd plastipak¿ syringe was deformed and had excess plastic molding defects. This occurred with 5 syringes. The following information was provided by the initial reporter: "several syringes had manufacturing defects. Mm the tip of the syringe had excess plastic inside and outside. The inner piston of the syringe was oblique. The tip of the syringe was constipated."

Event description:
It was reported that the tip of the bd plastipak¿ syringe was deformed and had excess plastic molding defects. This occurred with 5 syringes. The following information was provided by the initial reporter: "several syringes had manufacturing defects. Mm the tip of the syringe had excess plastic inside and outside. The inner piston of the syringe was oblique. The tip of the syringe was constipated."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.